Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult to remove and positioning failure were due to challenging anatomy. There remains no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report, the additional information was obtained: on (B)(6) 2021, severe mitral regurgitation (mr) remained. On (B)(6) 2022, the patients mr remained. Commercial mitral and tricuspid valves were surgically placed as treatment. There was no device related injury. The clips had not been implanted and were removed without incident. Reportedly, the remaining mr was due to the patients¿ baseline pathology, and there was no direct relationship to the attempted clips. There was no device related injury. Surgical intervention was performed for the patients baseline mr. There was no injury associated with mitraclip use.

Manufacturer narrative:
The device will not be returned for evaluation as it was reportedly discarded. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the first clip was difficult to remove from chordae. (B)(4). It was reported that on (B)(6) 2021, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 4, with a dilated atrium and p1 prolapse. The mitraclip became caught in the chordae during positioning. Standard troubleshooting was performed, and the clip was removed without further issues. The clip was not implanted, and device removed. There was no patient injury observed due to the difficult removal. Following, another mitraclip was attempted. This clip was unable to grasp (prior to lowering grippers) the leaflets. It was decided to not deploy any clip. The clip was not implanted, and the device removed without any difficulty or issue. There was no patient injury and the mr remained grade 4. There was no adverse patient effect. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to remove was due to challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.